Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent xl vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent system products are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a stent placement procedure, the label had inaccurate information. There was no patient contact.

Event description:
It was reported that during preparation of a stent placement procedure, the label had inaccurate information. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was not returned for evaluation. The provided digital image of the label includes information that could not be re produced; it is impossible to print this label in production during assembly; the correctness of the angiomed labeling database was confirmed with archive test prints. In addition, no other complaint indicating mismatching information on the label has been reported so that an issue related to production can be excluded. In addition, typos were found on the digital image of the label. The authenticity of the digital image could not be verified, neither name for complainant nor hospital were provided so that more information was not obtainable. Based on the information available the investigation is closed with unconfirmed result because typos found on the digital image and verification of the labeling database indicate that the provided image demonstrates a faked label. A definitive root cause could not be determined based upon the available information.. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential issue. The instructions for use state: 'do not use if pouch is opened or damaged.', and 'examine the stent and delivery system device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used.' In regards to packaging damage the instructions for use state: 'carefully inspect the pouch for damage to the sterile barrier.' H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent system products are identified in d2 and g4. (Method, result, conclusion). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.